Event description:
Per the clinic, the device was explanted (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the reason of explant was due to patient requiring MRI for other medical procedures due to the implant causing shadows in the imaging. The patient also experienced poor magnet retention and pain with increasing magnet strength which leads to the explant. There are no plans to reimplant the patient with a new device as of the date of this report. Device analysis report attached.